Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). An interrogation noted the patient's right atrial (ra) lead had a previous high threshold. Follow up with the company representative indicated that the rv lead was reprogrammed. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.